Manufacturer narrative:
The device was returned to smiths medical. A functional test was performed, and the device leaks from the tank cover and enclosure. Cracks were found near the tank cover screws, and a crack near the drain tube was noted. A potential root cause is wear and tear from customer use. A DHR review was not conducted, based upon review of the information provided by the customer, as it indicates a problem with the initial manufacture of the device.

Event description:
Ro (B)(4): it was reported that leaking occurred. No patient injury was reported. Additional info received (B)(6) 2021: event date unknown, not in use with patient.

Manufacturer narrative:
The device was returned to smiths medical. A functional test was performed, and the device leaks from the tank cover and enclosure. Cracks were found near the tank cover screws, and a crack near the drain tube was noted. A potential root cause is wear and tear from customer use. A DHR review was not conducted, based upon review of the information provided by the customer, as it indicates a problem with the initial manufacture of the device.

Event description:
(B)(4): it was reported that leaking occurred. No patient injury was reported. Additional info received 05-oct-2021: event date unknown, not in use with patient.